Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had critical pump error. The customer¿s blood glucose was 20 mmol/l. The customer states received a critical pump error alarm after the pump had been dead for 5 hours. Customer states they do not see fluid under the display. Troubleshooting was performed for power error. The customer was advised pump will be replaced. Advised to revert to backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Unable to confirm critical pump error alarm due to blank display. Device received with minor scratched lcd window, cracked retainer and scratched case.